Event description:
Boston scientific received information that this right ventricular (rv) lead displayed episodes of undersensing. It was unknown whether the undersensing resulted in a delay of therapy of greater than 60 seconds. It was also noted this patient was admitted to the hospital after loosing consciousness. Once at the hospital, this patient remained conscious. Interrogation was performed, which revealed normal threshold and impedance measurements. There was no observation of oversensing. The decision was made to reprogram the sensitivity, and to perform a computer tomography (CT) within the near future. There were no additional adverse patient effects reported. Subsequently, additional information was received that a CT was performed, but it was difficult to make a diagnosis due to halation. It was also noted the physician did not feel there was a malfunction with the associated pg. The physician commented that the lead angle could have changed due to the change of the heart size. No revision at this time.

Manufacturer narrative:
This rv lead remains in service. At this time, there is no additional information. Should additional information become available, this report will be updated.